Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Method: review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Discussion: the oversensing episodes were non sustained episodes which did not trigger any therapy (because they were non sustained). Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed. Careful check of this phenomenon should be done during each follow up to evaluate whether the incidence of the phenomenon is increasing or not, which could be an indicator for a lead problem. Note that improvements on the sensing algorithm will be included upon interrogation with a future version of the programmer software.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. Upon scheduled follow-up performed on (B)(6) 2008, noise oversensing episodes were recorded in the implant memories. Reportedly, some of them led to inappropriate therapies. Reportedly, autosensing histograms shows the reported ventricular oversensing. Upon a previous follow-up, ventricular sensitivity was already reprogrammed for 0.4 to 0.6 mv (less sensitive) to prevent the oversensing phenomenon. Given the recurrence of the oversensing episodes. Ventricular sensitivity was reprogrammed to 0.8 mv.